Event description:
It was reported that loss of capture, increased pacing impedance, and undersensing were observed on the right ventricular (rv) lead. Lead damage was confirmed via diagnostic imaging. The lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.